Manufacturer narrative:
B3: exact event date remains unknown. Please see b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the pump movement in the pocket was first observed prior to the last refill on apr-06-2026. The hcp stated that the patient noticed it, but it was in the pocket and in proper position when the patient was in the office on apr-06. The hcp stated that the pump movement must have resolved. They did not notice any issues. The patient denied any pain. There were no signs or symptoms of infection.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had their baclofen pump placed 13 months ago and wanted to know whether it was safe or normal for the pump to move around a good deal in their abdomen. The patient stated that it would flip almost horizontal when they were sitting upright, so that it pushed the skin on their abdomen out in a bulge. The patient mentioned that their healthcare provider (hcp) told them this frequently occurs, especially with weight loss. The patient reported that they had lost 15-30 pounds since their pump was implanted, but that they remained obese and had gained a bit of the weight back. The hcp told the patient there was no concern about the pump or catheter being damaged or harmed by this in any way. The patient was hoping to receive any additional information to confirm the safety o f this issue.